Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer reported that the size of the air bubbles was 3 by 16 of size. Customer reported that the they are changing the set and location of the bubble was vial and the reservoir. Customer did not report leak and also they did not allow insulin to warm to room temperature prior filling reservoir. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.